Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that after receiving a new battery cap the insulin pump keeps turning off without notice. The customer did not receive a low battery alert prior to the off no power alarm. The customer's blood glucose level was 172 mg/dl. The customer also reported that the first time the insulin pump turned off without notice, she woke up to her a high blood glucose level of 486 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. No unexpected off no power or low battery alarms were noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.